Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of greater than 200 ohms. There were no stored events with noise, and all lead measurements had been stable. Technical services (ts) discussed the possibility of interference during the shock impedance test, and recommended troubleshooting options. No adverse patient effects were reported. The lead remains in service.